Event description:
New information indicates that the patient has an ongoing infection, unrelated to the device preventing device change. The device remains implanted.

Event description:
It was reported that the patient presented as an inpatient to have an MRI done for altered mental status. Upon arrival, the device was attempted to be interrogated before the scan but was unable to because the device was in backup mode. The device was still unable to be restored after moving the patient further away from the MRI machines and using a second programmer. An attempt to save a device image also failed. The patient had a prior MRI performed on (B)(6) 2024, but could not recall any details from that scan. Unknown cause of the backup mode. No further intervention was performed at this time.